Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device service history revealed the device was serviced more than one year ago. The review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. A short simulated one hour therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. Sixty four days prior to death, the pt was hospitalized for an unreported indication. The date of discharge was not specified. Subsequently, the pt passed away. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A visual inspection was performed and revealed that the door cover of the device was damaged. It was determined that the damaged door cover was unrelated to the reported event. The cause of death could not be determined with the available information. Should additional relevant information be obtained, then a follow-up MDR will be submitted.